Event description:
Dme invacare rollator provided by( B)(6). I complained each of the first 2 times that I used it. The third time it folded up with me hanging on. It took me face down onto the street. I screamed, cried. I was bloody. It took 30 minutes for me to get away from it and be able to get up. I was disabled before. Now latest MRI shows 2 discs extruded contents and are compressing nerve roots. Horrific pain. Require surgery. That invacare model is hazardous. I complained to (B)(6). They were useless uncaring and rude. Problem doesn't work as well as other generics!